Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that "check vent: primary alarm failed" was displayed when the unit was powered on to perform operational check. There was no patient involvement.

Manufacturer narrative:
During further investigation (fi), a visual inspection of the cpu pcba revealed no signs of damage or contamination. The cpu board was installed in an fi test ventilator. An attempt to start up the test ventilator was unsuccessful. The message ¿check vent: primary alarm failed¿ showed up. Diagnosis of the alarm monitoring circuits indicated a problem at the rectification circuit (d9, r94, c201, u29). C201 was re-soldered to check if contamination or a solder problem could be the cause. The cpu board was reinstalled in the fi test ventilator. The ventilator started-up in normal ventilation mode and delivered breaths without errors occurring.